Manufacturer narrative:
Age/date of birth: unknown/ not provided. Brand name : unknown, as device is included in a masked study. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: unknown, as device remains implanted. Initial reporter phone number, facility name, address: unknown as event is a clinical masked study. PMA/510(k) #: unknown, as the model number was not provided. Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as it remains implanted; and since event is included in a clinical masked study, no product identifiers are provided, no investigation can be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical masked study patient was implanted bilateral multifocal intraocular lenses (iols). It was learned that at 6th month visit, patient still has halos, is moderately bothered - extra caution driving at night. But there are no plans for surgical intervention. Pre-op best corrected distance visual acuity (bcdva) was 20/200 right eye (od) and 20/80 left eye (os). Bcdva for both eyes(ou) at the 6-month visit is 20/12.5. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu230. Section d4: serial #: (B)(6) . Section d4: expiration date: 3/18/2024. Section d4: UDI#: (B)(4), (B)(4), (B)(4). Section h4: manufacturing date: 3/18/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00138. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Corrected data: in follow-up report #1 the date (B)(6)2020 was provided in section g4, however on (B)(6) 2020, it was clarified with the clinical research team that on (B)(6)2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on (B)(6) 2020, therefore, the correct aware date for reporting purposes is (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.